Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I bled straight for 12 months') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I bled straight for 12 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (ablation). At the time of the report, the genital haemorrhage and arthralgia outcome was unknown. The reporter considered arthralgia and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- genital bleeding, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event joint pain were added. New reporter , treatment drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I bled straight for 12 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (ablation). At the time of the report, the genital haemorrhage and arthralgia outcome was unknown. The reporter considered arthralgia and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- genital bleeding,joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.